Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, a declaration of material vigilance was sent today to the (B)(6) concerning one of your screws asnis steel (ref 325070s, number of batch unknown), whose extremity broke during an intervention of osteosynthesis. Extraction of the foreign body had to be done at a distance, so additional intervention was necessary for the patient."